Event description:
It was reported that during a follow up in clinic, loss of capture was noted on the right ventricle (rv) channel during atrial capture testing. Abbott technical support was contacted, device records were provided, and the loss of capture was considered to be due to last programmed fixed pulse amplitude being below the capture threshold of the patient. During atrial capture testing, rv autocapture is suspended and the device uses the last programmed fixed pulse amplitude entered (prior to rv autocapture being programmed on). This is expected device behavior. The device was reprogrammed to resolve the event. The patient was in stable condition.